Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found on returned meter and test strips. Most likely underlying root cause of malfunction: user's test strip had poor storage

Event description:
Consumer reported complaint for high blood glucose test results. The customer's expected fasting blood glucose test result range is 105 to 150mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored in the kitchen. The test strip lot manufacturer's expiration date is 08/18/2018 and open vial date is (B)(6) 2018 the meter memory was reviewed for previous test result history: (B)(6).

Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user's test strip had poor storage.

Event description:
Consumer reported complaint for high blood glucose test results. The customer's expected fasting blood glucose test result range is 105 to 150mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored in the kitchen. The test strip lot manufacturer's expiration date is 08/18/2018 and open vial date is 06/20/2018. The meter memory was reviewed for previous test result history: a 251mg/dl, (B)(6) 2016 01:54 pm, fasting: yes. A 451mg/dl, (B)(6) 2016 05:35 pm, fasting: yes. A 431mg/dl, (B)(6) 2016 05:30 pm, fasting: yes. A 203mg/dl, (B)(6) 2016 11:26 am, fasting: yes. A 347mg/dl, (B)(6) 2016 12:01 pm, fasting: yes.